Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed opening assessed as fold flaw opening. Observed a piece of missing shell assessed as inconclusive. As per the investigation procedure creases. Wear abrasion and non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.